Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge leaked after the fill process. A new cartridge was loaded and insulin deliveries were resumed. There was no reported adverse impact to the customer's blood glucose level.